Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons continue to scroll during bolus delivery. Customer's blood glucose was unknown. It was also reported that customer had blood glucose of 80 mg/dl and felt like passing and treated with candy. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.